Manufacturer narrative:
The insulin pump had motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime , the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. No rewind anomaly noted. Device was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.